Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a recurring, unresolved error alarm. Blood glucose level at the time of the incident was 10.2 mmol/l. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
No unexpected a pump error noted after battery change or during testing. The insulin pump passed the active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test. The insulin pump had high sleep current measurement and a black mark on the display during the self test due to corroded electronic assembly. The motor had moisture damage. The insulin pump had missing display window cover, scratched case, cracked case at battery tube side, cracked battery tube threads and a pillowing keypad overlay.